Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the leads were explanted and replaced to address the issue. Stimulation was restored.